Event description:
Information received indicates, the head hi/low function will always go up when any function is operated.

Manufacturer narrative:
The technician found the foot hi/low up valve had two seals installed. The technician removed one of the seals to repair the bed.